Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their recharger antenna (rtm) coil, relay box, and the connection between the cord and the coil got hot to the touch while charging the implanted neurostimulator(ins) (pt did not know event date). Pt mentioned this morning, the rtm coil got hot and then the pt had to cool it down. Even after the pt cooled down the rtm coil, the connection between the coil and the cord was still hot. Pt said they got "no device found" a lot when attempting to connect their rtm to their ins to charge. Pt spoke to a manufacturer representative (rep) this morning via phone about the issue. During the call, the pt attempted to connect the ins to the rtm to charge, but got "no device found" and said they could not see the screen(pt clarified that they had attempted to put the controller over the ins in their hip and they could not see the screen of the the controller when the controller was over the ins in their hip). Reviewed recharging guidelines and passive recharge mode. Pt said they issue had gradually gotten worse; at first, pt was just having trouble finding the ins when charging, but pt said the rtm would eventually find the ins to charge. Pt entered passive recharge mode during the call. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, no device found message and cable insulation is peeling away at donut end and wires are exposed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.